Event description:
An aus device was implanted on 09/24/91. The balloon was revised on 12/07/95. The cuff was revised on 01/30/97. The entire device was removed from the patient and replaced on 04/28/97, reason not indicated. Ams has requested additional information.